Manufacturer narrative:
Additional information received and noted the following: the physician commented that the cause of the cerebral hemorrhage is unknown. The date of death was (B)(6) (as captured in the initial reporting). The death was due to unresolved systemic circulatory failure and is not related to impella.

Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.

Event description:
Anan impella cp device was inserted via an unspecified femoral arterial access site in an (B)(6) male patient presenting with acute myocardial infarction complicated by cardiogenic shock, with a pre-support clinical condition consistent with society for cardiovascular angiography and interventions (scai) stage c. The patient had multivessel acute coronary syndrome and was initially supported with an intra-aortic balloon pump; however, blood pressure could not be maintained, and the patient progressed into cardiogenic shock. The following day, support was escalated with placement of an impella cp device to treat the remaining coronary lesions. On (B)(6), the patient developed acute neurologic deterioration, including disorientation and loss of consciousness. Computed tomography (CT) imaging confirmed a cerebral hemorrhage. Given the patient's advanced age and overall clinical condition, no further interventions were pursued. The impella cp device was removed, and care was withdrawn. The patient subsequently expired. The physician reported that the cause of death was unknown, and anticoagulation parameters, including ptt, were within acceptable range. The reported intracranial hemorrhage and subsequent clinical decline occurred in the setting of advanced age, acute myocardial infarction, cardiogenic shock, and critical illness. The death is being conservatively reported in association with impella cp due to temporal relationship; however, based on the available information, the outcome is more likely attributable to the patient's underlying critical condition and cerebral hemorrhagic event rather than device performance.

Manufacturer narrative:
A4 is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.